Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported that in june 2022 the coil started blinking red, and continued to do so even after replacing the processor, cable and coil. The user had been benefitting well from the device prior to the problems. The user will undergo a revision surgery on the (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigations revealed the substrate of the device circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason for the crack in the substrate cannot be determined. However, a review of the DHR has been performed and it was confirmed that the device was released according to specifications. This is a final report.

Event description:
The family reported that in june 2022 the coil started blinking red and continued to do so even after replacing the processor, cable and coil. The user had been benefitting well from the device prior to the problems. The user was re-implanted.